Manufacturer narrative:
Evaluation summary: the qa (quality assurance) investigation results were received on (B)(4) 2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Bilateral knee effusion [joint effusion]. No ability to straighten the legs [joint range of motion decreased]. Unusual swelling in both knees [joint swelling]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a male patient, (age unknown) initials (B)(6), with chronic problem in the knees (unspecified). The patient's medical history was significant for previous treatment with synvisc in every few months. On an unspecified date, the patient initiated treatment with intra-articular, synvisc-one injection, dose regimen not provided. The batch lot number of synvisc-one was not provided. It was reported that few hours after the injection of synvisc, a reaction appeared in both knees with unusual swelling with no ability to straighten the legs. On an unspecified date, the patient was sent to emergency room where drainage of fluids from the knees was performed and samples were taken for analysis. No action was taken with synvisc-one. The outcome for all the events was not yet recovered. Relevant concomitant medications were not provided. The intensity for all the events was not provided. The reporting physician did not provide the relationship between synvisc one and all the events.